Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an issue with the up arrow button since approximately one week ago. It was reported that the button was responding intermittently and the issue has gotten progressively worse. The keypad appeared to be intact without any visual issues noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump was sent to the lay user.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/29/2012, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. The up arrow keypad button was found to be unresponsive; the up arrow key contact was found to be inverted. The keypad cover was removed and contamination was found under the key contacts. All other keypad buttons responded to button presses as expected.